Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The speaker was replaced with 453665031201 model. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.